Event description:
A hospital in (B)(6) reported that the nasal prongs on the (B)(4) adult nasal interface "were a different shape, shorter", causing the patient to desaturate. The hospital further reported that the patient was subsequently taken to ICU, administered non-invasive ventilation and was stabilized.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned and visually inspected. An attempt to gain more information from the complainant with regard to the patient has been unsuccessful. Results: the angle, shape and cut of the nasal prongs are correct for an (B)(4) optiflow cannula. No lot check could be performed as no lot number was provided. Conclusion: without further information with regard to the patient, we are unable to confirm or determine the root cause of the reported complaint. It is possible for a patient to desaturate if a small cannula had been placed on the patient when a medium or large size should have been used. Our user instructions state the following: "attention - ensure nasal cannula is sized correctly...". In the event that we obtain further information from the complainant we will provide a follow up report.